Manufacturer narrative:
The archive from the procedure was sent to medtronic for evaluation. It was reported that the archive could not be loaded into windows. The CT being used was reported to have a significant portion of the top of the frame missing and the image quality of the frame was poor and could result in the software not auto detecting the frame. It was reported that the mr used was three years old and that the exams could merge. It was noted that manual registration could pass. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a electrode and probe placement procedure, the gpi default frame x coordinate was not in the correct location. It was reported that a manual slice registration was previously performed. It was also noted that the frame appeared in the correct place and that the acpc was selected properly. Creation and adjustment of the plans did not restore functionality. The site opted to discontinue with the procedure due to the reported issue. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
After additional review of this event it has been identified that this event meets the definition of a serious injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information from software analysis confirmed the software was functioning as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The archive from the procedure was sent to medtronic for evaluation. Testing found that there were three possibilities for the gpi coordinate to be inaccurate. It was noted that the imaging system images were of a lower quality, which should not be used for localizer registration as the localizer rods were not uniform in intensity. Additionally, it was noted that the merge of the pre-operative mr and imaging system image was not accurate. Finally, it was reported that there could have been inadequate selection of the ac/pc present for the anatomy of the patient.